Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Imdrf impact code f2301 captures the reportable event of additional device required. Block h11: investigation results: based on the available information, boston scientific confirmed the reported event of catheter guide break. The returned naviflex delivery system was analyzed, and the investigation revealed that the guide catheter had detached from the delivery system. Under microscopic inspection, residues were observed inside the catheter. Since the delivery system was not returned, it was not possible to determine whether a specific condition within the delivery system contributed to the detachment of the guide catheter. In addition, for the event of "additional device required," this occurred during the procedure. The most probable cause of this reported issue could not be established due to a lack of evidence. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the naviflex delivery system was returned and analyzed. Visual inspection revealed that only the guide catheter was returned, and it was detached from the delivery system. Microscopic inspection identified residues inside the catheter. In addition, it was not possible to obtain an initial photograph of the returned device because the stent, which is mounted on the guide catheter, is implantable, and patient consent was not received. No other problems with the device were noted. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Risk review: a risk review was completed and confirmed that the event of catheter guide break and additional device required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the advanix-naviflex device is acceptable. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used to implant an advanix stent in the common bile duct to treat choledocholithiasis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, after advancing the delivery system into the bile duct according to standard protocol and withdrawing the guidewire, the guiding catheter was locked. At that moment, the plastic stent and guide catheter unexpectedly detached from the delivery system before reaching its intended position, leaving a fragment of approximately 30 cm inside the patient. The devices were retrieved, and the advanix stent was re-mounted on a second naviflex delivery system and implanted successfully. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used to implant an advanix stent in the common bile duct to treat choledocholithiasis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, after advancing the delivery system into the bile duct according to standard protocol and withdrawing the guidewire, the guiding catheter was locked. At that moment, the plastic stent and guide catheter unexpectedly detached from the delivery system before reaching its intended position, leaving a fragment of approximately 30 cm inside the patient. The devices were retrieved, and the advanix stent was re-mounted on a second naviflex delivery system and implanted successfully. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used to implant an advanix stent in the common bile duct to treat choledocholithiasis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025.during the procedure, after advancing the delivery system into the bile duct according to standard protocol and withdrawing the guidewire, the guiding catheter was locked. At that moment, it was unnoticed that the guide catheter unexpectedly detached from the delivery system, with the stent still attached, before reaching its intended position, leaving a fragment of approximately 30 cm inside the patient. On (B)(6) 2026, during the scheduled explant procedure, it was noted that the stent was left inside the patient with the broken guide catheter fragment and it had migrated back into the stomach. It was then extracted using a standard gastroscope and an endoscopic snare without any difficultythere were no reports of patient complications related to the remaining piece of the guide catheter. Reportedly, the drainage was also reported to have functioned properly.

Manufacturer narrative:
Block b5 has been updated.block h6 (patient codes and impact codes) has been corrected.block h11 (device investigation results) has been updated.block h6:imdrf device code a0401 captures the reportable event of catheter guide break.imdrf impact code f2301 captures the event of additional device required.imdrf impact code f2202 captures the event of endoscopic procedure.imdrf patient code e2008 captures the event of unretrieved device fragmentblock h11:investigation results:with all available information, boston scientific corporation confirmed the reported event of catheter guide break. The customer provided an image showing the guide catheter detached from the stent. Only the guide catheter was returned, and it was detached from the delivery system. Microscopic inspection revealed the presence of residue within the catheter. As the delivery system was not returned, it was not possible to assess whether any conditions within the system contributed to the detachment. For the events of unretrieved device fragments (udf), additional device required, and endoscopic procedure, these occurred during the procedure; however, the most probable causes cannot be determined due to insufficient evidence.device history record review:it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.device technical analysis:the naviflex delivery system was returned and analyzed. Visual inspection revealed that only the guide catheter was returned, and it was detached from the delivery system. Microscopic inspection identified residues inside the catheter. In addition, it was not possible to obtain an initial photograph of the returned device because the stent, which is mounted on the guide catheter, is implantable, and patient consent was not received. No other problems with the device were noted.labeling review:a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.risk review:a risk review was completed and confirmed that the event of catheter guide break and additional device required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the advanix-naviflex device is acceptable. Investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.